Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and osteomyelitis ("infection (other) describe:jaw bone,") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index, chronic fatigue syndrome and rectal prolapse. Concomitant products included estradiol (estrogen) since 2018, indometacin sodium trihydrate (indomethacin agila) since 2016, lactulose (enulose) since 2018, macrogol 3350 (miralax) since 2014 and phentermine since 2018. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes,"), depression ("psychological or psychiatric problems condition: depression"), osteomyelitis (seriousness criterion medically significant), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse),"), visual impairment ("vision/eye problems type: vision changes/worsening vision"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("constipation.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient was found to have blood heavy metal increased ("blood or heart disorder/condition type: high metals in the blood"), experienced loose tooth ("dental problems-loose teeth"), balance disorder ("no sense of balance"), feeling abnormal ("foggy feeling in head"), arthralgia ("hip pain"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and uterine disorder ("boggy uterus") and underwent urinary bladder suspension ("type of surgery :bladder tack/rectum tacked"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in 2014. At the time of the report, the pelvic pain, mood swings, night sweats, hot flush, depression, osteomyelitis, migraine, headache, blood heavy metal increased, nausea, loose tooth, dizziness, balance disorder, feeling abnormal, dyspareunia, visual impairment, weight increased, abdominal distension, constipation, arthralgia, abdominal pain lower, urinary bladder suspension, abdominal pain, back pain and uterine disorder outcome was unknown and the fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, balance disorder, blood heavy metal increased, constipation, depression, dizziness, dyspareunia, fatigue, feeling abnormal, headache, hot flush, loose tooth, migraine, mood swings, nausea, night sweats, osteomyelitis, pelvic pain, urinary bladder suspension, uterine disorder, visual impairment and weight increased to be related to essure. The reporter commented: surgery (other) type of surgery: have had and need to have bladder and rectum tacked. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet, new reporter, patient demographic, essure start date, indication, event hormonal changes describe: mood swings, night sweats and hot flashes, infection (other) describe jaw bone, psychological or psychiatric problems condition: depression, migraines / headaches, blood or heart disorder/condition type: high metals in the blood, nausea, dental problems, neurological conditions or problems type: dizziness, no sense of balance, foggy feeling in head, dyspareunia (painful sexual intercourse), vision/eye problems type: vision changes, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, constipation, hip pain, lower abdomen pain , surgery (other) type of surgery: have had and need to have bladder and rectum tacked,boggy uterus concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and osteomyelitis ("infection (other) describe:jaw bone,") in a 42-year-old female patient who had essure (batch no. B40022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, chronic fatigue syndrome, rectal prolapse, abdominal bloating, urine incontinence, cardiovascular disease, unspecified, spotting vaginal, cervix enlargement, ovarian cyst, back discomfort, cough, sneezing, vaginal delivery, nausea, vomiting, diarrhea, constipation, abnormal loss of weight, flu, pelvic congestion, abdominal pain, breast pain, menorrhagia, cholecystectomy, uterine prolapse, cystometrogram, asthenia and folliculitis. Current weight 173 lbs. Concurrent conditions included vaginal discharge, tubal ligation, cystocele, rectocele, stress urinary incontinence, knee pain, pelvic discomfort, weight gain, hot flashes, fibromyalgia, chronic fatigue syndrome and uterine prolapse. Concomitant products included estradiol (estrogen) since 2018, indometacin sodium trihydrate (indomethacin agila) since 2016, lactulose (enulose) since 2018, levonorgestrel (mirena), macrogol 3350 (miralax) since 2014, medroxyprogesterone acetate (depo provera) and phentermine since 2018. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain/ low abdomen pain"), 11 months 28 days after insertion and 1 day after removal of essure. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes,"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), arthralgia ("hip pain") and back pain ("back pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness"), balance disorder ("no sense of balance"), feeling abnormal ("foggy feeling in head/ brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), rectal prolapse ("rectal prolapse") and constipation ("constipation."). In (B)(6) 2013, the patient experienced loose tooth ("dental problems-loose teeth") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced osteomyelitis (seriousness criterion medically significant) and visual impairment ("vision/eye problems type: vision changes/worsening vision"). In (B)(6) 2017, the patient was found to have blood heavy metal increased ("blood or heart disorder/condition type: high metals in the blood"). On an unknown date, the patient underwent urinary bladder suspension ("type of surgery :bladder tack/rectum tacked") and experienced abdominal pain ("abdominal pain") and uterine disorder ("boggy uterus"). The patient was treated with probiotics nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, osteomyelitis, mood swings, night sweats, hot flush, depression, migraine, headache, blood heavy metal increased, nausea, loose tooth, dizziness, balance disorder, feeling abnormal, dyspareunia, visual impairment, weight increased, abdominal distension, rectal prolapse, arthralgia, abdominal pain lower, urinary bladder suspension, abdominal pain, back pain, uterine disorder and constipation outcome was unknown and the fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, balance disorder, blood heavy metal increased, constipation, depression, dizziness, dyspareunia, fatigue, feeling abnormal, headache, hot flush, loose tooth, migraine, mood swings, nausea, night sweats, osteomyelitis, pelvic pain, rectal prolapse, urinary bladder suspension, uterine disorder, visual impairment and weight increased to be related to essure. The reporter commented: surgery (other) type of surgery: have had and need to have bladder and rectum tacked. Discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2014 left side: 3 to 4 coils right side was occluded in a similar fashion, 3 - 4 coils were in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Everything is fine and I could not get pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc (fu 3 & 4 processed together) on 6-may-2019: mr received: reporter, concomitant drugs, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and osteomyelitis ("infection (other) describe:jaw bone,") in a 42-year-old female patient who had essure (batch no. B40022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, chronic fatigue syndrome and rectal prolapse. Current weight 173 lbs. Concomitant products included estradiol (estrogen) since 2018, indometacin sodium trihydrate (indomethacin agila) since 2016, lactulose (enulose) since 2018, macrogol 3350 (miralax) since 2014 and phentermine since 2018. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain/ low abdomen pain"), 11 months 28 days after insertion and 1 day after removal of essure. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes,"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), arthralgia ("hip pain") and back pain ("back pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness"), no balance ("no sense of balance"), feeling abnormal ("foggy feeling in head/ brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), rectal prolapse ("rectal prolapse") and constipation ("constipation."). In (B)(6) 2013, the patient experienced loose tooth ("dental problems-loose teeth") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced osteomyelitis (seriousness criterion medically significant) and visual impairment ("vision/eye problems type: vision changes/worsening vision"). In (B)(6) 2017, the patient was found to have blood heavy metal increased ("blood or heart disorder/condition type: high metals in the blood"). On an unknown date, the patient underwent urinary bladder suspension ("type of surgery :bladder tack/rectum tacked") and experienced abdominal pain ("abdominal pain") and uterine disorder ("boggy uterus"). The patient was treated with probiotics nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, mood swings, night sweats, hot flush, depression, osteomyelitis, migraine, headache, blood heavy metal increased, nausea, loose tooth, dizziness, no balance, feeling abnormal, dyspareunia, visual impairment, weight increased, abdominal distension, rectal prolapse, arthralgia, abdominal pain lower, urinary bladder suspension, abdominal pain, back pain, uterine disorder and constipation outcome was unknown and the fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, blood heavy metal increased, constipation, depression, dizziness, dyspareunia, fatigue, feeling abnormal, headache, hot flush, loose tooth, migraine, mood swings, nausea, night sweats, no balance, osteomyelitis, pelvic pain, rectal prolapse, urinary bladder suspension, uterine disorder, visual impairment and weight increased to be related to essure. The reporter commented: surgery (other) type of surgery: have had and need to have bladder and rectum tacked, discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Everything is fine and I could not get pregnant. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet- lot number were added. New event rectal prolapse were added. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.